Manufacturer narrative:
The reported event involving an increase in bolus air in line alarms with pump modules in the intensive care units could not be confirmed. The source devices were not returned to enable testing for this investigation. This file was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that bolus air-in-line alarms have increased in the intensive care units.